Manufacturer narrative:
Result of investigation: a visual and functional test was carried out on the endoscope. The endoscope shows signs of wear on the angle cover and the uv adhesive. The supply cable is defective and there is moisture in the housing which has caused the electronics of the endoscope to fail. The error described by the customer " the led light would turn on and off and the image would not be display properly." Could be confirmed. This was caused by moisture ingress, which damaged the sensor and the interface board. Endoscope was not leaking and only possible way for moisture getting inside sealed instrument is through the pressure compensation valve. For this reason, a user misuse error is to be assumed which led to the missing image. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the led light would turn on and off and the image would not display properly. No air leaks and no other external defectives are confirmed. No negative impact in state of health reported.